Manufacturer narrative:
The investigation into the reported aic shut down or restart issue has been completed since the original report was filed. Data showed device was powered on. Subsystems were initialized, but then the console reboots. There was an unexpected shutdown alarm after the reboot and the console was requested to shut down by the user. Analysis of the device showed the pump was run overnight and the console was power cycled 100 times but neither test reproduced the clinical failure. Due to some pbm duplicate commands in the logs, the pbm was examined under a microscope for potential corrosion but there was none visible. The cause of the issue was not determined since the clinical failure was not reproduced. Due to the beeps heard in the clinical setting, the 4-in-1 or the pbm powering the 4-in-1 could have malfunctioned, causing the reboot.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) made a noise that it usually does not make after it booted up. As the connection was being checked, the controller unexpectedly shut down. The aic was replaced. No patient is involved.